Manufacturer narrative:
Product was not received yet. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is in progress.conclusion not available yet. Device not received yet.

Event description:
Mobi-c p&f us : disassembly. As reported: " mobi-c was being inserted and the middle tabs were not aligned correctly. He adjusted the implant and when doing so implant fell apart on the inserter and could not be reattached to the inserter. Another implant had to be opened in order successfully complete the case." No impact on patient; no surgery delay or impact ; the surgery was completed with another device of the same size; update received on (B)(6): according to the reporter the middle tabs refers to the middle markers of the implants to make sure the implant was not inserted at an angle ; a rotational move was done while repositioning the implant ; also, the surgeon encountered resistance related to a contact with surrounding tissues when trying to realign the implant it disengaged ; the implant teeth were into the vertebrae ; a new distraction applied before repositioning ; investigation still in progress.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the mobi-c implant disassembled while adjusting it in the disc space. The surgery was completed with another implant. There was no reported patient harm or additional impact to surgery.